Event description:
Philips received a report on a heating incident on an achieva 1.5t mr system. A male patient was positioned feet first prone to undergo a kidney examination with the body and flex m coil. During the examination burns appeared on both feet of the patient. The burn on the left foot was 3rd degree and required medical intervention.